Manufacturer narrative:
One device was returned for analysis. Functional and visual inspections were performed; however, the reported issue could not be duplicated. The accuracy was within specification. Therefore, the customer-reported issue could not be confirmed. No problems with pump accuracy were identified, and the device functioned normally. A review of the service history further indicated no evidence that the issue was related to any service performed during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited abnormal flow rate accuracy with excessive dosing in 3 measurements during priming. There was no patient involvement, no injury was reported.